Manufacturer narrative:
Local telephone number was too long for the field. Complete local telephone number is (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed (B)(6) b-hcg results while using the architect total b-hcg assay. The customer provided the following data: sid no. (B)(4) 1951.57miu/ml. This patient was (B)(6) when tested using the immungold assay. The patient was retested using the architect assay again and generated a (B)(6) result less than 1.2miu/ ml. There was no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended. However, no systemic issue or product deficiency was identified. Correction: h6 conclusion code. Code 71 is being replaced by code 75.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, a batch record review and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. No issues were identified which would indicate a product deficiency from the batch record review. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect total b-hcg reagent, list 07k78, lot 61024ui00 , was identified.